Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Intermittent lead noise resulting in oversensing was observed on the right atrial lead. The right atrial lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.